Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) "bothered" the patient. Due to the patient's small stature and the device placement "seeming shallow" the pocket was revised and the device was placed under the muscle. The device remains in use. No patient complications have been reported as a result of this event.